Event description:
Customer was running glucm on the beckman coulter dxc 800 system in critical rerun mode and observed one patient sample that did not duplicate within their in-house criteria. On (B)(4), first rep 504 mg/dl, second rep 488 mg/dl. (B)(4). Repeated the sample on their other instrument (B)(4) and obtained results of 488 and 514 mg/dl. Repeated sample on (B)(4) instrument and obtained results of 504 and 505 mg/dl and reported. The event was reported late to bec but investigational analysis of the instrument data continues. No parts were replaced. Failure mode is unknown at this time.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).